Event description:
The facility returned the device for service. During service the baxter repair technician reported depleted batteries. No reports of any patient injury or medical intervention involving this pump.